Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was dead, and they needed a new one. The patient had not used or charged it for over one year. The manufacturer representative (rep) was unable to interrogate the ins. The healthcare provider (hcp) was ordering a replacement device. Surgical intervention was planned but not scheduled. No patient symptoms were reported. Additional information was received from the manufacturer representative (rep). Patient's weight was unknown. The patient had not used or charged the ins for over one year because they had diarrhea and did not want to use the device. The battery was depleted and they were unable to reset the device. The patient was to receive a replacement device in the near future.